Manufacturer narrative:
Spacelabs has conducted an investigation into the cause of this issue. Investigation findings identified a hardware malfunction. A spacelabs field service engineer replaced the defective parts. No other failures have been reported for the documented serial number. This report is complete and this particular issue is considered to be closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, all displays went grey and all function was lost at the telemetry central monitor during use. Cycling power to the device resolved the issue, and no injury was reported as a result of this event.